Manufacturer narrative:
Investigation summary: bd received one sample and 3 photos for investigation. The photos and samples were evaluated by visual examination reviewed and the customer¿s indicated failure mode for lipout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues. This complaint has been confirmed for the indicated failure mode lipout. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced molding defects (short shot). The following information was provided by the initial reporter. The customer stated: the customer reported that the tube lip was damaged. Bd is required to investigate the cause and prepare the customer letter.